Event description:
Pt had abdominal surgery and left nephrectomy and was re-admitted with sepsis and bilateral pneumonia in 2009 following discharge the day prior. Pt subsequently had multiple abdominal surgeries including a colon resection, debridement and wound vac placement. Pt experienced hypotension and acute renal failure, cvvhd was initiated the following month. Nurse reported effluent was pink in color at 2300 the following day. Dialysis therapy continued per doctor's instruction. At 1300 the following day, effluent was observed red in color and treatment discontinued. Treatment was restarted with a new cartridge. Effluent was immediately observed as pink in color and treatment stopped. On event date, pt transfused 2 units of prbcs. Pt labs were consistent with hemolysis. Transfusion reaction was ruled out. Pt coded and expired at 1953 the following day. Cause of death not reported to MFR.

Manufacturer narrative:
Two cartridges were returned for evaluation. Both cartridges were visually inspected. No problems or defects were found. Device history record review indicates no quality control problems were identified with this lot. Field service engineer performed preliminary evaluation of the cycler and found no problems. The cycler is being returned for further evaluation and has not been received as of the date of this report. A followup report will be submitted if appropriate.